Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the distal tip of the shaft. Device was then sent for fracture analysis which found plastic deformation across the entire surface, consistent with a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the tip of the feeler breaking cannot be positively determined. However, the fracture analysis report indicated that the fractured surface on the shaft reveals plastic deformation across the entire surface, consistent with a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While preparing and feeling a hole created for an iliac screw, the tip of the ball tip probe broke off inside the patient. The fragment was unable to be removed.